Manufacturer narrative:
Product event summary: data files were received and analyzed. Log files corresponding to the case event date were reviewed and no error codes were identified. The reported adverse event couldn't be assessed through data analysis since it was not recorded in the log files. In conclusion, the reported clinical issue (pericardial effusion) could not be assessed through data analysis. The physical product was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, after the transeptal puncture and the sheath was passed into the left atrium, intracardiac echocardiography was conducted to check for pericardial effusion. It was noted pericardial effusion greater than ba seline. Venous blood return was observed and confirmed to be from a right atrial source. The sheath was parked in the right atrium, and pericardiocentesis was performed. The physician continued to ablate the posterior wall isolation and superior vena cava as wellas isolating the selected pulmonary vein. The case was completed. The event led to extended patient hospitalization. No further patient complications have been reported as a result of this event.